Event description:
Site reported an error message during a titration run using an extended incubation time on a benchmark xt. Internal investigation determined the nexes host software code contains a computational error such that data used by the instrument to perform the staining run is created incorrectly under certain circumstances. This error is limited to manual application titration staining runs using extended incubation times which are substantially longer (>112 min) than recommended protocols for antibodies used for clinical diagnoses. Experimentation with various conbinations of protocols and titration incubation times has shown that improper slide processing could result from this software error. Improper slide processing could lead to a false staining event and there is a remote potential that pt care could be affected if this type of error were to recur. Titration runs using such long incubation times are not normal practice for clinical applications on this instrument or for any of ventana's ivd products. Therefore only a limited number of customers would be at risk of potential false staining events. There have been no reports of pt care being affected as a result of the identified software error.